Event description:
The customer reported that when they moved the c-arm to the lateral position, the screen became a very bright white and the pt image was lost. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. A loose screw in the image intensifier housing was repaired. The system was then found to be operating as intended.